Event description:
It was reported that the customer's insulin pump alarmed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose/flush drive support disk. Unable to confirm the alarms. The device was received with cracked case at lcd window corners, reservoir tube lip and battery tube threads, scratched screen, and missing end cap sticker.